Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the pacemaker was explanted and replaced two months later. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation of this pacemaker with a programmer showed the gas gauge at beginning of life (bol), however, the battery status showed less than 0.5 years remaining. It was noted the patient was in atrial fibrillation (af). A copy of device memory was received for analysis. Analysis of device memory identified no resets which could cause the gas gauge to indicate beginning of life (bol). The last recorded battery charge time was 00, which will cause the programmer to indicate bol or 100% on the gas gauge. The data in device memory confirm that the device was calculating a longevity remaining of 9.76 years, which should be considered invalid. The last charge time, as well as the average charge time are both listed in the device memory as 00. Review of the last 5 charge times noted that one charge time reached the elective replacement time (ert) threshold (5 are required to declare ert). The root cause of this issue hasn't been discovered however one factor that may have contributed to this inaccurate reading is atr mode switches. These can cause invalid charge time measurements in the device. Invalid charge time measurements may cause the programmer to command a battery charge time measurement at initial interrogation during the follow up visit. The programmer may have run a battery charge time measurement and read the result as 00 which is bol. Currently the device memory shows the device in an atr mode switch. Given the device has been implanted for almost 11 years, analysis concluded that the device stating <0.5 year remaining should be considered fairly accurate. The inaccurate battery charge time reading should correct itself in a few days and the next time the programmer interrogates it the gas gauge should indicate a more appropriate reading. This device remains implanted and in service. No adverse patient effects were reported.